Manufacturer narrative:
The product, a jelco® saf-t wing® blood collection and infusion set, was not returned for inspection or evaluation. A picture of the label was provided, but the reported failure could not be confirmed by this picture. A review of the manufacturing operations, packaging operations, and quality inspection processes were reviewed and considered adequate and correct. A random sample of 32 units were taken from the packaging area while another 32 units were taken from the production floor inventory to verify for loose or detached needles. No discrepancies were found. The failure mode of the needle separating from the plastic of the butterfly could not be confirmed as the product was not returned. The root cause could not be determined as the product was not returned.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported after a blood draw, the nurse went to remove the butterfly needle of a jelco® saf-t wing® blood collection and infusion set from the patient's vein and the needle separated from the plastic of the butterfly and remained in the patient's vein. The nurse then removed the needle from the patient's vein and discarded in the sharps container. No injury was reported.